Manufacturer narrative:
During testing and repair at the service center, the device displayed a yellow light visual alarm. This was due to a leaking hose.

Event description:
It was reported that the tie wraps were leaking.